Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer septal occluder was selected for implantation using a 10f amplatzer torqvue delivery system. During the deployment of the device, it was noted that the device deformed into a cobra shape. The device was removed from the patient anatomy. The patient remained hemodynamically stable throughout the procedure. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient is reported to be stable. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Per the instructions for use, the recommended size delivery system for use with a 24mm septal occluder is an 9f. A 10f sheath was used to deliver the device.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that after the 24mm amplatzer septal occluder was removed from the patient it was not replaced. The procedure was aborted and the patient was sent to surgery.